Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. The cartridge was loaded onto the pump and insulin was not observed to be dripping out of the infusion set tubing. A supply change was performed resolving the issue. Customer's blood glucose level was 91 mg/dl.